Manufacturer narrative:
(B)(4). The complaint device was returned to dexcom for evaluation. The investigation results was inadvertently lost and re-evaluation cannot be performed as the device had been discarded.

Event description:
The consumer contacted dexcom to report a hardware error on the receiver. The consumer did not report any medical intervention or injuries.